Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall occurred. The stall never recovered. The medication in the pump was unknown. The patient¿s status at the time of the report was alive with no injury. A representative later reported that the pump contained fentanyl. No actions were taken. The pump was still in stall mode and the healthcare provider had no plans to address the pump as of (B)(6) 2014. The patient was recently transferred from another facility¿s care. The device remained implanted.